Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that on 15 wt cardiology, a patient's mom called the rn when she saw the patient's sheets were wet under the tubing's y-site. The tubing was assessed, and the y-site was flicked which resulted in liquid coming out of that area. The line was hep locked until supplies were ready for a cap/line change. The y-site was connected to the white port on the dl PICC line. Heparin 1:1 was infusing. Cap and line were changed. There was no patient harm. The customer later stated a mz1000-07 was where the leak occurred.

Manufacturer narrative:
Correction to initial report: omit (1)mz9226, 2n119. Concomitant medical products: non bd set; 10ml syringe ref (B)(4), lot 8081616, exp 2021-03-31, 0.9% sodium chloride; 60ml bd syringe ref (B)(4), lot 10010447, exp 08/05/2018, 0.9% sodium chloride. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that on 15 wt cardiology, a patient's mom called the rn when she saw the patient's sheets were wet under the tubing's y-site. The tubing was assessed, and the y-site was flicked which resulted in liquid coming out of that area. The line was hep locked until supplies were ready for a cap/line change. The y-site was connected to the white port on the dl PICC line. Heparin 1:1 was infusing. Cap and line were changed. There was no patient harm.

Manufacturer narrative:
Concomitant medical products: 2 mz1000-07, 2 mz9226, 1 non-bd bifuse extension set, and 2 syringes (10ml bd syringe 0.9% sodium chloride injection usp lot 8081616 exp 2021-03-31; 50/60ml bd syringe heparin sodium 1 unit/ml (50 units) exp 08/05/2018 lot 10010447). The customer's report of a leak from the connection of a maxzero and a non-bd y-site bifuse tubing was confirmed. Functional testing was performed; a leak was observed from the top of a maxzero valve which was between a maxzero extension set and a non-bd y-site bifuse extension set. Further inspection of the valve top component observed a microchannel/scratch within the interior diameter, causing the leak. The root cause of the leak was a microchannel/scratch within the interior diameter of the maxzero valve. The root cause of the microchannel which created a fluid path was an equipment error during final assembly of the maxzero component.

Event description:
The customer reported that on 15 wt cardiology, a patient's mom called the rn when she saw the patient's sheets were wet under the tubing's y-site. The tubing was assessed, and the y-site was flicked which resulted in liquid coming out of that area. The line was hep locked until supplies were ready for a cap/line change. The y-site was connected to the white port on the dl PICC line. Heparin 1:1 was infusing. Cap and line were changed. There was no patient harm.